Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date- (B)(6) 2012, inratio- 1.3, lab- 5.1. Twenty minutes between testing. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date- (B)(6) 2012, inratio- 1.3, reference- 5.1, mean- 3.2, confidence limits- 1.9- 4.6, result- fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy have failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. In-house therapeutic donor testing has been performed on reported lot 285230. Results as follows: donor 1: inratio- 3.0, inratio- 3.1, inratio- 3.2, ref.- 3.09, bias threshold- 2.09- 4.09, %cv- 3.23. Donor 2: inratio- 2.2, inratio- 2.1, inratio- 2.0, ref.- 2.53, bias threshold- 1.53- 3.53, %cv- 4.76. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Because this occurrence rate is below the total complaint action threshold of (B)(4), no further action is required at this time. This issue and lot number will continue to be tracked and trended. No product deficiency established; no corrective action required at this time.